Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications.there was visible damage to the 8th, 9th and 10th distal stent wraps (segments) with numerous struts raised. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately tortuous and moderately calcified lad lesion, exhibiting 90% stenosis. The device was removed from its packaging and inspected with no issues noted. The lesion was pre-dilated. During the procedure it was reported that resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the stent could not pass through the lesion. It was reported that when the system pulled back, deformation was observed on the stent struts, indicating that deformation occurred in vivo during positioning. The stent was replaced with another device of the same make/model and the procedure was completed without further complication. No patient injury was reported. It was reported that the physician believes that the event was due to patient morphology/anatomy and was not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.